Event description:
The pt reportedly had on-going problems with external headpiece retention due to a thick skin flap and wiry hair. Pt continually experienced intermittent link between external headpiece and the implant. The pt's device was explanted. Pt was reimplanted with another clarion device. During this revision surgery, a good link was obtained between the implanted device and the headpiece. Therefore, the skin flap was not thinned at that time.